Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the distal tip measuring 54.0 cm was returned for analysis. External insulation abrasion was noted at 50.1 cm to 50.3 cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 21.5-25.3 cm and 25.7-28.5 cm from the distal tip. Internal insulation abrasion was noted at 26.3 cm to 26.5 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.